Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an eye care provider (ecp) in (B)(6) called to report a patient (pt) was diagnosed with a corneal ulcer while wearing the acuvue oasys brand contact lens. On (B)(6) 2018 the pts parent called to provide additional information: the pt went to a local eye clinic on (B)(6) 2017 and was diagnosed with keratitis in the right eye. The pt was prescribed eye drops (medication not provided). The parent reported the pt couldn¿t sleep due to the eye pain. Pt returned to the ecp on (B)(6) 2017 and was diagnosed with ¿acute corneal ulcer¿ and advised the pt to go to the emergency room (ER). It was reported the corneal ulcer was central. The pt went to the ER on (B)(6) 2017 and was advised the ¿condition was too aggressive and recommended the pt to go to a bigger hospital¿. The ER prescribed antibiotics (medication name and frequency prescribed were not provided). The following day the pt was transferred to the outpatient department. The pt continued treatment at the same hospital for one week. The pts parent reported the treating ecp cultured the contact lens and the container and determined the bacteria was pseudomonas. The pt was advised of possible loss of visual acuity, permanent damage and scarring on the eye¿. The last visit to the ecp was on (B)(6) 2018 and the pts eye was reported to be better now and pt has a follow-up appointment in three months. The parent reported the suspect oasys lens is the first lens the pt wore. The parent reported the pt followed ecp instructions on contact lens handling and handwashing before rinsing contact lens with solution. The ¿pts visual acuity has decreased, corneal clouding and pt has developed astigmatism¿. The event date is reported as (B)(6) 2017 a return call was placed to the pts parent on 22jan2018 and additional information was provided: the event date is reported as (B)(6) 2017. On the first visit to the local eye clinic the pt was prescribed: levoain eye drops (levofloxacin hydrate), gasmotin, quinovid ointment (ofloxacin 3 mg/g), pt's mother stated that pt only used once or twice. On the ER visit the pts treating ecp prescribed: vancomycin once per hour for 3 days, cetazime (ceftazidime) once per hour for 3 days and 1 more eyedrop once per hour for 3 days which pt's mother could not provide the name of. The pt was instructed to apply the eye drops 5 mins apart from each other. The parent reported after the pt was diagnosed with ¿bacteria¿ the pt was prescribed: moveloxin (moxifloxacin), vigamox once every 2 hours then after 1 week once every 3 hours, flarex fluorometholone). The parent reported the medical documentation will be provided by email within two days. The suspect lens was given to the hospital for the culture, it is unknown if the suspect lens is available for return for evaluation. On 29jan2018 a medical report was received: emergency the first exam; written by: emergency medicine ((B)(6) 2017) chief complaint: 1 pain, eye, 1 day ago, 09:00 ((B)(6) 2017 09:00) soft cl use (1 week type) pain in the right eye since yesterday, local has diagnosed with keratitis, f/u today shows an acute corneal ulcer photophobia, tearing(+) prescription: quinobid ointment, hyaruron, levoain, gasmotin tb, trinase tb, cefaclor cap assessment & plan: r/o corneal ulcer, rt emergency discharging record written by: emergency medicine ((B)(6) 2017) diagnose at discharge: corneal ulcer reason of visit and progress at the emergency: soft cl (1 week type) pain in the right eye since yesterday, local has diagnosed with keratitis, f/u today shows an acute corneal ulcer; photophobia, tearing(+) prescription: quinobid ointment, hyaruron, levoain, gasmotin tb, trinase tb, cefaclor cap treatment result & future plan: ophthalmology treatment r) corneal ulcer plan: r) corneal culture was done no bed available for female patient hence, hospitalization is impossible medication at the release: 2.5% t-vancomycin r q1hr, 5% t-ceftazidime r q1hr, po moveloxin 1t qd for 2 days f/u by external visit release result: return home on (B)(6) 2018 an email was received from the patient¿s (pt) parent who provided additional medical report and pharmacy receipts: ¿diagnosis: (chief) re corneal ulcer (h16.09) treatment plan & prognosis: patient disclaim that she has used soft contact lenses from 1 week in prior to the visit. The pain in the re has started the night before the hospital visit. On (B)(6) 2017 the emergency has found 2 mm x 2 mm sized epithelial defect, infiltration in the center within the 3 mm zone. Culture was positive for pseudomonas aeruginosa. Patient has been treated for 4 weeks and is being monitored for. 1 mm x 1 mm sized corneal opacity has been last monitored.¿ pharmacy receipts: date: (B)(6) 2017; 2 days of medication: 2; cap 250 ml cephaclor 0.25 1 cap tid for 2 days; streptokinase 1 tid for 2 days; mosapride citrate acid 1, tid for 2 days; levofloxacin drops 30 mg/6 ml 1 once for 1 day; hyaroulonic acid 2 qd for 15 days; ofloxacin oint(15 ml/5g) 1 qd for 1 day date: (B)(6) 2017; medication for 4 days; moveloxin tab 1 qd for 4 days; traspen tab 1 tid for 4 days; gasmotan tab 5 ml 1 tab tid for 4 days; vigamox drops 0.5 1 drop qd for 1 day date: (B)(6) 2017; medication for 1 day; fluorarex eyedrops 1 drop qd for 1 day; vigamox eyedrops 0.5% 1 drop qd for 1 day; refresh plus drop 30, qd for 1 day date: (B)(6) 2017; medication for 1 day; vigamox eyedrops 0.5% 1 qd for 1 day; fluorarex eyedrops 5 ml 1 qd for 1 day date: (B)(6) 2018; medication for 1 day; vigamox eyedrops 0.5% 1 qd for 1 day; fluorarex eyedrops 1 qd for 1 day a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0036wv was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.